Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the article we did receive with a damaged thread pitch like described in the complaint description as crushed. Further we detected scratches and marks on the outside of the end cap head. The recess is slightly used as well. Based on the received condition of the end cap, the article was inserted careless and got damaged trough out this procedure. The review of the DHR showed no issues regarding this article and lot number. The end cap was manufactured in april 2013 according to our print specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon found that the thread of the multiloc end cap 5mm was crushed and was adherent to some metal pieces when the surgeon opened the package. The surgeon used a multiloc end cap 2mm alternatively and completed the surgery. The surgery was extended for 5 minutes due to this event. There is no adverse consequence to the patient. This is report 1 of 1 for (B)(4).